Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: pxc201000/7472325.

Event description:
On (B)(6) 2010, this patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm and a dissection in the right common iliac artery. On an unknown date, follow-up imaging identified a distal type I endoleak on the contralateral leg component. It was reported the dissection in the right common iliac continued to progress, causing a distal type I endoleak and aneurysm enlargement (amount unknown). On (B)(6) 2014, the right hypogastric artery was embolized and two additional devices were implanted to treat the dissection and distal type I endoleak. Final angiography showed exclusion of the dissection and resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Corrected device evaluated by manufacturer - the device was not returned therefore it will not be evaluated.

Event description:
On (B)(6) 2014, follow-up imaging identified a distal type I endoleak on the contralateral leg component.